Manufacturer narrative:
Added information to section b5 (describe event or problem), b7 (other relevant history, including preexisting medical conditions (e.g allergies, race, pregnancy, smoking and alcohol use, hepatic/renal dysfunction, etc.)), e1 (reporter name and address), h6 (device code(s)), h6 (type of investigation). Corrected data h6 (device code(s)): 1153 - degraded does not apply anymore. H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification, that this 67 years old patient with a 6900ptfx25mm valve implanted in mitral position was placed under consideration for a valve in valve after an implant duration of 3 years and 1 month due to calcification and restricted leaflets with fusion of the anterior and lateral leaflets leading to severe stenosis (26/17 mmhg) and mild regurgitation. As reported, the valve replacement was not performed yet.

Event description:
Edwards received notification, that this 67 years old patient with a 6900ptfx25mm valve implanted in mitral position was placed under consideration for a valve in valve. After an implant duration of 3 years and 1 month, due to calcification and thickened leaflets with fusion of the anterior, and lateral leaflets leading to severe stenosis (26/17 mmhg) and mild regurgitation. As reported, the valve replacement was not performed yet.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted, accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis. And if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure, therefore customer report of calcification could not be confirmed by product evaluation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors, such as patient age at time of implant (64 years old) likely caused or contributed.